Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found non-conforming with the cutter in the port and foreign material on the needle and port. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for cut and non-conforming for actuation and aspiration. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area of the inner cutter. Wear marks were observed at multiple locations along the length of the inner cutter. The inner cutter pulled out of the coupling and adhesive was present on the inner cutter when held under ultra-violet (uv) lighting. The inner cutter / coupling adhesive bond fillet was visually inspected and found to be non-conforming. During disassembly the needle holder broke and the needle/shell assembly was correctly removed with the cutter inside of the needle. It appears that the needle holder broke during disassembly due to the strength of the bond, not due to a component failure or defect. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are four additional complaints associated with the component lots for the reported issue. The evaluation indicated that the probe had an actuation failure and, unrelated to the reported event, had an aspiration failure. The root cause of the aspiration failure is the inner cutter remaining in the port, which will obstruct flow through the port and needle. The root cause of the inner cutter remaining in the port, as well as the observed actuation failure, is the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. Although the returned sample was able to perform the cutting function during evaluation, the component separation could have contributed to the reported cut failure seen by the customer. The exact root cause of the observed foreign material cannot be determined from the evaluation performed, however, the most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure has been reviewed and was found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut and the aspiration was working during a procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient. This is one for four reports from this customer.